Event description:
Patient was prescribed a four day i.v. Infusion of fluorouracil of 288 ml. Cadd prizm infusion pump, model 6101 was used for infusion. Patient was started on infusion on (B)(6) 2013, patient noticed pump was not operating on (B)(6) 2013. When he tried to restart pump, he got an alarm for "upstream occlusion," he was unable to get pump to infuse. Home health nurse saw patient on (B)(6) 2013 to discontinue the infusion and found that patient had not received his infusion. She attempted to get pump to infuse and got the "upstream occlusion" alarm, she did the appropriate troubleshooting and could find no occlusion above or below the pump. Patient only got 0.7 ml of his 288 ml prescribed infusion.